Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen, bupivacaine and clonidine via an implantable pump. The indication for use was malignant pain. The patient¿s representative reported that the handset was lagging for about 5 minutes. Boluses per day-12. Per the caller it had been going on for a while, at least a week. The agent reviewed data and assisted the caller through deleting the data. The caller was able to connect to the patient's pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID (B)(4), serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient the personal therapy manager (ptm) was taking long time to connect, and it was very slow. The patient asked for instructions to clear the data. The patient stated that they get 15 bolus a day. The patient stated that they were getting service code 353 on the ptm. The patient services assisted the patient with clearing the data. The ptm was able to connect very fast. The patient stated they were getting the tutorial screen. The agent assisted the patient with deactivating the tutorial. The troubleshooting steps that were taken on the call resolved the issue. Again.